Manufacturer narrative:
The technician found the brakes were not engaged, user error. The technician placed the brakes in lock position to resolve the issue.

Event description:
The account alleged that the bed brakes will not lock. No injury reported.